Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). Sample evaluation: y-adaptor, peg-tube, external and internal fixation plate and intestinal tube were received. The peg tube was returned cut between the external and internal fixation plate. The sample was visually investigated. The bolus was present and without defect or damage. The eyelet was clogged. Massive deposits were observed on the pig tail, which were hardened and could not be removed without causing further damage to the pig tail and j tube. The internal fixation plate was not damaged and was attached to a piece of peg tube. No further damage was observed. Probable cause of the bezoar observed on the returned sample may be due to handling, as the tubings were in use for about 5 years, according to patient description. A bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient's peg and intestinal tube was 5 years old. Planned procedure to replace both tubes on (B)(6) 2021. Surgeon decided to re-site stoma as there was hypergranulation around original stoma. Samples were returned for evaluation and a bezoar was observed.